Manufacturer narrative:
Device evaluation summary completed on 5/15/2019 during analysis of the sample was found rupture and received in two parts within shell abrasion at the edge of it. No other anomalies were discovered. Shell abrasion suggesting in-vivo folding or creasing of the device. A crease/fold failure may be the result of the continuous and sustained stresses to the device caused continuous and sustained stresses to the device. The reported complaint was confirmed. Rupture is a known complication associated with these devices and is referenced in our product insert data sheet. All the implants are 100% inspected before leaving the facility. There is no evidence that the issue is related with manufacturing manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
The mentor failure analysis lab has received the device for evaluation. The analysis has begun, but is not complete at this time. When the investigational analysis has been completed, a supplemental report will be submitted. The manufacturing record evaluation (mre) was reviewed, and no anomalies were found related to this complaint. In addition, the mre review verifies that the device was manufactured in accordance with documented specification and procedures. Concomitant products: left mentor memorygel 500cc silicone breast implant, catalog number 3505504bc ,serial number (B)(4). Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) year-old female patient underwent an unknown breast augmentation with mentor memorygel, 500cc silicone breast implants which the right side ruptured after implantation. As a result patient underwent bilateral removal and replacement as follow: left replaced with catalog number 3505504bc ,serial number (B)(4), and right replaced with catalog number 3505504bc, serial number (B)(4) on (B)(6) 2019.